Event description:
It was reported that during an initial cataract procedure, while delivering the lens into the eye the trailing outer edge of the haptic broke off and was separated. There was some vitreous loss; and as a result the surgeon reported zonular instability. An anterior vitrectomy was required to resolve the vitreous loss. The lens was poorly centered and unstable therefore had to be removed using forceps and scissors. The incision was enlarged to remove lens fragments. A backup lens of the same model and diopter was implanted. No sutures were required, and the wound was hydrated to seal.

Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not find any non-conformities or anomalies related to this event. The lot history, trend analysis, risk analysis and directions for us review were considered acceptable, with the product performing within anticipated rates. Based on all available information, the root cause of this event could not be determined.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found one haptic cut off and was separated from the rest of the lens. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.